Event description:
It was reported by service report that the foot end jack will not release and lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release linkage out of adjustment.